Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they have uncertain and inaccurate spo2 measurements. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found. The engineer informed the customer that the patient in question was difficult to achieve a good set up for and recommended use of another probe/sensor. The customer was in agreement with this information.